Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the catheter was coiled and had poor blood return. Xray reads: " left-side approach PICC line catheter with distal ends slightly coiled back to the left near the right hilar region/svc." The catheter had been inserted to the 0cm depth mark and was pulled back/repositioned 2cm on (B)(6) 2025. After the PICC was pulled back to 2cm, brisk blood return and easy flush noted.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review the investigation findings concluded the report of a catheter coil and a leak were cascading events. The leak was due to burst damage, which can occur when flushing against an occlusion caused by coiling of the catheter. Medwatch report 3006260740-2025-03802 is now considered a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2025-03136.